Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported right-side "leak". Healthcare professional reported "rupture". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on patch/shell bond edge side assessed as unidentified (tear) opening (shell thickness within specification). No additional observations. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: h3, h6.

Event description:
Patient reported right-side "leak". Healthcare professional reported "rupture". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.